Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm, blank display and pump error. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. The customer stated display is not blank currently. Customer was able to successfully clear the power loss alarm. The customer was assisted with troubleshooting for blank display and power loss alarm and not performed for the pump error alarm. Customer ran self test and received a pump error. The insulin pump will not be returned for analysis.